Manufacturer narrative:
.

Event description:
Customer alleged their stryker scope had fogging of the lenses after processing in a sterrad nx. Customer stated the devices were compatible. No patient injuries were reported.